Event description:
A medtronic ent representative reported that the surgeon re-registered four times during an ent case due to inaccuracy. The medtronic representative described the inaccuracy as the probe being on the tip of the nose, however, in the software it was on the cheek. The surgeon completed the procedure with the use of the fusion navigation system. The outcome of the patient was not impacted.

Manufacturer narrative:
Medtronic representative at the site could not replicate the issue. The entire nursing staff at site has been in-serviced regarding the set-up and trouble-shooting tips. The site has used the system since without any issues. No files have been received by the manufacturer for evaluation. Software has not been evaluated as of the date of this report.